Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to additional information received on 06-may-2026: this patient was originally implanted with narrow based cylinders. He was a complex patient who was suffering with post priapism fibrosis. The post op recovery was complicated by his right distal tip sitting too laterally. The revision planned to correct this and re-tunnel the distal tip more medially, so it sat mid glans. However, during the revision, the right cylinder was found to have herniated proximally, with the bioflex material bulging outwards. Decision to explant one cylinder and replace with a new narrow cylinder. The distal tip was re-tunnelled and placed medially as planned.